Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection was performed and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found within specification in relation to the reported system error 107 which was not reproduced. The reported condition was verified. System error 107 was verified through a review of the event history log. The cause of the condition could not be determined. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 107 ¿pic cam error¿. There was no report of patient injury or medical intervention associated with this event.